Event description:
It was reported that the patient with this pacemaker device has lost a considerable amount of weight and device might have shifted or moved. Also, device was protruding in the skin. As of this time, this device remains in service. No adverse patient effects were reported. Additional information received which indicated that this pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker device has lost a considerable amount of weight and device might have shifted or moved. Also, device was protruding in the skin. As of this time, this device remains in service. No adverse patient effects were reported.